Manufacturer narrative:
(B)(6).(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crep2 creatinine plus ver.2 (crep) on a cobas 6000 c (501) module (c501). There was no problem with any other assays. The sample initially resulted as 2.09 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 0.99 mg/dl. A new sample from the patient was collected and tested, resulting as 1.06 mg/dl. The customer then repeated the first sample and it resulted as 1.02 mg/dl. The patient was not adversely affected. The crep reagent lot number was 17200701, with an expiration date of 04/30/2017. A general reagent problem could be ruled out since calibration and controls were found to be acceptable.

Manufacturer narrative:
The field service engineer has performed preventive maintenance on the analyzer. He checked the analyzer and did not find any malfunctions.

Manufacturer narrative:
The field service engineer performed an instrument check after performing maintenance on the instrument and the instrument check showed a high cv. He cleaned the sample probe and after this, the cv improved.

Manufacturer narrative:
The field service engineer replaced a gear pump head on (B)(4) 2017.

Manufacturer narrative:
The involved patient has unstable (B)(6).